Event description:
The customer reported via phone call that the insulin pump shut off by itself and that the customer experienced high blood glucose levels. The customer stated that sometimes the insulin pump would shut off in the middle of the night, and he would wake up with blood glucose of around 400 mg/dl. The customer treated with manual injections. The customer stated that this issue had occurred about 10 times since (B)(6). The customer's most recent blood glucose was 111 mg/dl. The customer declined troubleshooting, stating that the insulin pump was on and working at the time of the call. The customer also reported that the insulin pump alarmed no delivery, which was found in the alarm history. Customer reported that the alarm was resolved by a complete set change. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.